Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: inspection of the returned bipolar head was performed. Some light scratching consistent with in-vivo use was observed on the articulating surfaces. The poly locking ring is undamaged. The poly is able to disassemble from the metal shell; however, this may be related to the device dimensions being altered as the device was autoclaved. Nc was initiated to address this issue. Dimensional inspection: not performed as the devices were autoclaved upon receipt at stryker orthopaedics and thus the devices dimensions were altered. Nc was initiated to address this issue. Functional inspection: not performed as the devices were autoclaved upon receipt at stryker orthopaedics and thus the devices dimensions were altered. Nc was initiated to address this issue. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Patient presented to ER with primary bipolar dislocation. The ER doctor reduced implant into socket (acetabulum). Post reduction x-rays showed the universal head had dissociated from the c-taper head.

Event description:
Patient presented to ER with primary bipolar dislocation. The ER doctor reduced implant into socket (acetabulum). Post reduction x-rays showed the universal head had dissociated from the c-taper head.